Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection vancotroy (2 g, stat dose, intraperitoneally) and gentamycin (20 mg, once daily for 14 days, intraperitoneally) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.